Event description:
It was reported that an aortic magna valve (2800 27mm) was explanted after an implant duration of approximately 65 months due to severe calcification and hard as a rock. The device is not available for return as risk management will not release the device, pending patient release. No additional information is available at this time.

Manufacturer narrative:
No product return. Requests were made for the device, operative report, and additional information, however, no additional information has been provided to date. The device is not available for return as risk management will not release the device, pending patient release. The device history record (DHR) review was completed and there was no nonconformance found related to this event.